Event description:
During the course of brachytherapy treatment using the savi applicator, the radiation technician noticed evidence of seroma fluid in catheter #4 of the applicator. On discovery of the fluid, the clinician concluded that a perforation of the catheter had occurred. The clinician was able to complete the treatment plan by using the central catheter lumen to deliver the two remaining radiation fractions. The treating physician stated that the patient was treated successfully and experienced no difficulty or adverse events as a result of treatment.

Manufacturer narrative:
During investigation of the report, the medical technician that was administering the treatments stated that she experienced resistance while inserting the x-ray markers into the savi applicator catheter lumens and overcame the resistance by pushing harder. The evaluation of the returned devices revealed that the devices were assembled correctly and mechanically functional. Further evaluation revealed that a frayed x-ray marker filament penetrated the #4 and the #8 catheters of the 8-1 applicator causing the pin hole leaks in the catheter lumens allowing seroma fluid to enter. This finding is consistent with the comment of the user regarding the excessive force required to insert the catheter protectors. The instructions for use of the x-ray marker clearly warns against using excessive force to insert or retract the x-ray markers from the catheters. The pin hole leaks in the savi applicator catheters were a direct result of the excessive force use to place the x-ray markers into the lumens. It was concluded that the leakage of seroma into the catheter lumens was due to user error caused by misuse of the x-ray marker.